Manufacturer narrative:
A visual inspection was performed on the returned guide wire, and the reported bend was unable to confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue did not contribute to the reported difficulties. The investigation determined the reported/noted guide wire bend, shaping ribbon separation and stretched coils appears to be related to operational circumstances of the procedure. Based on the reported information and returned analysis, it is likely that during preparation, the guide wire was inadvertently mishandled causing the distal end of the guide wire to bend. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that prior to the hi-torque balanced middle weight (bmw) guide wire (gw) entering the patient, the gw was to be inserted onto an introducer needle; however, it was observed that the distal portion of the gw was bent. Therefore, the gw insertion onto the needle was not attempted and the procedure was successfully completed with an unspecified device. There was not patient involvement and no clinically significant delay in the procedure. Return device analysis revealed that the shaping ribbon was returned separated from the tip ball but held together by the coils. No additional information was provided.